Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the customer reported that black fm (black spot) was embedded onto the wall of the tube.

Manufacturer narrative:
H.6. Investigation: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of embedded fm based on returned sample and photos. Bd determined that the root cause of the indicated failure mode was attributed to the injection molding start-up process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the customer reported that black fm (black spot) was embedded onto the wall of the tube.